Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that the device had a channel error 13-1064-1227 when performed a preventive maintenance test. The error was not resolved although customer switched the module to a different display board. There was no patient involvement.

Manufacturer narrative:
Omit: a1102 - application program problem (2880), g0200802 - software interface, b15 - analysis of data provided by user/third party, b17 - device not returned, c10 - software problem identified.

Event description:
It was reported that the device had a channel error 13-1064-1227 when performed a preventive maintenance test. The error was not resolved although customer switched the module to a different display board. There was no patient involvement.

Event description:
It was reported that the device had a channel error 13-1064-1227 when performed a preventive maintenance test. The error was not resolved although customer switched the module to a different display board. There was no patient involvement.

Manufacturer narrative:
Omit : c20 - no findings available, additional information : imdrf annex a, b, c, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.